Event description:
It was reported to medtronic neurosurgery that the valve was explanted because, it continues to stick on pressure level settings during programming. It was also reported that the pt has since been discharged and is recovering nicely at home.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.